Event description:
A nurse reported having an intermittent issue with the cut rate versus aspiration. When the cut rate was set at 1800 cuts per minute, the aspiration was minimal and the surgeon was required to lower the cut rate to 1200 cuts per minute to complete the case. Even after rebooting the system and repriming new consumables, this event still happens intermittently. There have been no patient injuries.

Manufacturer narrative:
A company service representative examined the system and was able to confirm the problem reported. The cutter valves were replaced. The system was then tested and met all product specifications. (B)(4).